Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 2.2 mmol/l (39.6 mg/dl) while wearing the pod on the leg for between 1 and 4 hours. The patient was admitted to the hospital where the patient was placed under observation. No treatment was provided. The patient was discharged the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.